Manufacturer narrative:
Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that there were interruptions in support on the controller. There was no consequence to the patient during the event.  He went to the hospital for a controller exchange.

Manufacturer narrative:
It was reported that the controller was malfunctioning and that the patient was describing interruptions in support. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional and visual inspection. The controller was able to operate as expected, with no interruptions and no malfunctions. The reported event was confirmed via review of the controller log files, which revealed a controller fault alarm that was logged on (B)(6) 2017 at 18:12:41. The alarm was cleared two seconds later at 18:12:43. The controller fault alarm was due to a voltage differential of ±1 volt between the input voltage and the main voltage that the controller utilizes. The input voltage (voltage coming from the active power source) and the controller's main voltage should not be more than ±1 volt apart. A controller fault alarm is triggered when a variation occurs between the two voltages. This fault does not affect the controller's ability to run the pump. Log file analysis revealed controller power up events, however, these events occurred after the controller was exchange given that the events were logged after the last data point was recorded and after a vad disconnect alarm was logged. Based on these findings, the most likely root cause of the reported event can be attributed to a voltage differential between the input voltage and the controller's main voltage. The reported "interruptions in support" could not be confirmed; the controller did not experienced a pump stop or a loss of power. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.